Event description:
Customer reported serial communications errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor, the at comm board, hard drive and mother board. Customer has not yet given permission to repair. (B) (4)